Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced by a service technician as part of preventative maintenance. The device was visually inspected and functionally tested. During functional testing an f-73 alarm was identified. The cause of the condition was determined to be damaged sensor board. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-73 alarm. No additional information is available.